Event description:
It was reported that during preparation, the physician was shaping the guidewire and the coating on the distal end came off.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the guidewire was separated at 0.4cm from its nitinol distal end. The guidewire appeared to be bent before separation. There was no sign of nitinol stretching; however, the platinum coil was stretched. The guidewire was bent and kinked at multiple places along its length. The guidewire appeared to be separated due to excessive force used during shaping of the guidewire distal. The guidewire polytetrafluoroethylene (ptfe) coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire, it appeared that the torque device had been dragged down the guidewire ptfe. The guidewire hydrophilic coating was checked with wet fingers. The coating was present on the guidewire and no anomalies were observed with the coating. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage. The observed ptfe coating peeling is believed to have occurred from an insecurely tightened torque device; therefore, it is considered to be user related. The cause for the observed bends in relation to the reported issue could not be definitively determined. However, information available indicated that the break occurred while shaping the guidewire. Because the issue is believed to have occurred from the handling of the device or portion of the device without direct patient contact, a probable cause of handling damage was assigned.

Event description:
It was reported that during preparation, the physician was shaping the guidewire and the coating on the distal end came off.